Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated the paint was chipping from forks. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of d4 catalog # and model # deems required. This is based on the internal evaluation. Previous d4 catalog # and model # ard568211210c. Corrected d4 catalog # and model # ard567822999. Getinge became aware of an issue with one of surgical lights - xten. It was stated the paint was chipping from forks. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, a quotation had been sent to the customer however it was not accepted and therefore call was cancelled. It was established that when the event occurred, the surgical light did not meet its specification due to the occurrence of paint chipping which contributed to the event. There is no information if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years the reported scenario has never lead to serious injury or worse. A root cause analysis was performed by subject matter expert at manufacturing site. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes . In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).